Event description:
It was reported that a revision occurred. Exact details were not provided. Additional information was requested, but none was provided.

Manufacturer narrative:
Lead: model 39565-30, serial: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008. Extension: model 3708140, serial: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008. Extension: model 3708140, serial: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008. Programmer 37742, serial (B)(4). Recharger model 37752, serial: (B)(4). For use by user facility/importer(devices only). (B)(4).